Manufacturer narrative:
Concomitant medical products: t510-31h, tissue valve, implanted: (B)(6) 2000; 693565, lead, implanted: (B)(6) 2010.

Event description:
It was reported that the patient was feeling chest pain at the implant site of implantable cardioverter defibrillator (ICD). The patient described the pain as burning and indicated it was relieved by belching. Several weeks later the ICD pocket was adjusted deeper; a hematoma and intractable bleeding over the top of the surgical site was reported. Several days later the pocket was irrigated and the hematoma evacuated. It was noted that medications were administered for eight days. The ICD remains in use. The patient was a participant in the product surveillance registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.